Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.device not released for analysis as a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a lap cholecystectomy, the surgeon insufflated with the verres needle, then went to put the trocar in, there was trouble inserting the trocar. The surgeon pulled out the obturator and noticed the shield would not retract. Another obturator was used to put in the trocar to complete the procedure. There was no adverse consequence to the patient reported. The device will not be returned.